Event description:
The patient reported the device won't charge up, this started a while ago. The patient couldn't find stuff, and just found some stuff yesterday. The patient tried to get the battery going again. It was also stated that the device was not working. The patient's back hurts. The patient contacted a company representative (rep), and the rep was going to take care of the issue. It was noted the patient has been on pain medications so long that he only goes to a pain doctor. The indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.